Manufacturer narrative:
MFR's comment; super poligrip is mfg in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer (son of pt) and described the occurrence of sore throat in a (B)(6) male pt, who received super poligrip extra care with poliseal (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip adhesive gel. At an unk time after starting super poligrip adhesive gel, the pt experienced sore throat, mouth pain, tongue pain, and anemia. This case was assessed as medically serious by gsk. At the time of reporting, the anemia has resolved while the other events were unresolved.